Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted . E3: occupation: materials manager the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor was deploying an angio-seal 6 french (6 fr) device after a left heart catheterization (cath) procedure. Upon pulling back on the angio-seal device, the entire device pulled out of the patient. The doctor converted to manual pressure to achieve hemostasis. The procedure type was a left heart catheterization. Blood loss was less than 250 cubic centimeters (cc). The event occurred intra-operatively. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. Additional information was received on january 21, 2025: the sheath size used was 6 french (6 fr). There was no pre-deployment performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion noted. There were no issues with the insertion of the device. The patient is stable. There were no concomitant medical products used with the angio-seal.